Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the dummy tummy, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during drain one of twenty of peritoneal dialysis practice using a dummy tummy. During the troubleshooting, it was reported that the patient line of the homechoice cassette and transfer set became separated due to a loose connection. Renal therapy services (rts) advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.